Event description:
It was reported that on (B)(6) 2024 the handle battery powered driver high speed barely works. The issue was observed during routine weekly audit of equipment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. This is report is for handle battery powered driver for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: initial reporter is j&j company representative h3, h4, h6 investigation summary service and repair evaluation: the customer reported that on (B)(6) 2024 the handle battery powered driver high speed barely works. The repair technician reported recording error, damaged/discoursed vent, fast forward, forward test, reverse function intermediate. It was also reported discolored wire, dirty barrier, rust nose, cone and motor, replaced motor and circuit board upon re-assembly because bpd was not running properly. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 29 august 2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008 synthes lot # 008434 supplier lot # 008434 release to warehouse date: 30 oct 2023 manufacturing site: triangle manufacturing . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.